Event description:
It was reported "loose connection to charge has to be held in certain position while it's charging and sometimes does not charge successfully or take a lot longer to get fully charged up.". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.